Event description:
The patient's spouse reported her husband has been in the hospital and in rehab for the last month. The patient went into the hospital at about 430pm on (B)(6) 2020 with a 600 blood sugar reading. Patient was having trouble keeping his balance and was hyperactive. Patient v-go was taken off and thrown away. Patient spouse stated at first her husband thought the v-go was causing the high blood sugar, but it was discovered at the hospital that he had a urinary tract infection. Patient was given antibiotics. Patient was moved from the hospital to the rehab center on (B)(6) 2020, and is expected to be released on (B)(6) 2020 to go home.